Event description:
During a follow up call, corporate product surveillance (cps) received a report from a home patient (hp) that the hc alarmed because he did not connect the line to the green 6l bag correctly. Hp stated that it was accidental and he thought he connected the two ends properly until the hc alarmed. Hp did not connect to the set at any point and he finished therapy manually. There was no mention of a leak. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported condition was confirmed for the connection issue and the assignable cause can be determined as use error - incomplete connection. This condition was confirmed since the patient stated that they didn't connect the lines to the bag properly. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.